Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report now summarizes 25 malfunction events, instead of 26.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 25 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 26 malfunction event(s), where it was reported the device experienced accessible ac current. There was no patient involvement.